Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was unable to undergo pump exchange and required emergent replacement. The patients colon was injured during the procedure required emergent repair of colotomy. A tissue aortic valve replacement was also needed. Massive transfusion protocol was initiated, coagulopathies were corrected and the bleeding was controlled. The patients chest was left open for return to the operating room on (B)(6) 2021. The right ventricular assist device flows were decreased but the patient was unable to liberate from the device and the family elected to withdraw life-sustaining care. The patient passed away due to multi-system organ failure on (B)(6) 2021 at 1516.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. During a pump exchange from a heartmate ii to heartmate3, the patient's colon was injured requiring acs repair of colotomy. The patient also required placement of a right ventricular assist device and tissue aortic valve replacement as well. Massive transfusion protocol was initiated, coagulopathies were corrected, and bleeding was controlled. The chest was left open for a return to operating room (B)(6) 2021. Rvad flows were decreased but the patient was unable to liberate from the rvad and the family elected to withdraw life-sustaining care. The patient expired on (B)(6) 2021 due to multi-system organ failure (msof). The heartmate 3 lvad, serial number (B)(6), was not returned for evaluation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24feb2021. The heartmate 3 lvas IFU, is currently available. This IFU death as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.